Event description:
(B)(4). Light headed, still pulling in uterus and ovary hurting. Lot number ess305.

Event description:
(B)(4). Pain started in uterus. Thought I was pregnant, negative test. Woke up one morning and it was worse. Went to emergency clinic. They found a 4cm cyst. I've never had them before essure. Essure will be removed soon.